Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy the pump or suction regulator is not working. The pump is sucking at a too high a suction pressure. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-6475). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is not confirmed. No related problem was found. One unpackaged ar-6485 synergy cw4 arthroscopy pump, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, and signs of wear and tear were noted on the housing top panel. It was observed that the inflow door where the screws are set was cracked. The most likely cause of the observed failure could be a wear and tear. The returned device was assembled with an ar-6410 lot# 73988853 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 47 minutes with no issues. No changes in the pressure were noted. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. Pressure testing evaluation with the pressure calibrator set at 100 and 199.23 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with device pressure.